Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that pump was not working as intended. Troubleshooting was performed and found that the insulin pump did not deliver the bolus. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions until the replacement arrived. The pump will be returned for analysis.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring and it locked in place properly. The following were noted, during visual inspection: cracked middle (enter) keypad button, scratches on all of the keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note, any cracks in or around the reservoir tube lip or in the retainer ring. Did not note, any cracks in the battery tube or in the battery threads. The pump was received, without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self and displacement accuracy tests. No under or over delivery anomalies were noted, during testing. The middle (enter) keypad button felt flat, i.e., did not feel any cushion underneath it. Attempt to upload the pump¿s history and trace files using thump was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms, that the following delivery related alarms/alerts occurred, around the event date: 100=bolus not delivered occurred on (B)(6) 2024 @ 19:20:24. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image). The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies and the motor inside the pump. Closer examination of the dome switch of the middle (enter) keypad button under a microscope reveals, that there are cracks that run perpendicular to its bottom and right edge. In summary, the customer¿s report of under delivery was not confirmed, during testing. The flat middle (enter) keypad button is, due to cracks in its dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.